Event description:
It was reported that the pump touch screen was black with no display. There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.